Manufacturer narrative:
This report is for an unknown matrix orthognathic plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an osteotome maxillary procedure, an unknown screw was diving too deep and the screw could not be fixed into an unknown plate. In addition, an unknown screwdriver could not be fit correctly and would not hold the screw properly. It was noted six (6) screws are used in the procedure according to the surgical guide. It is unknown which screw caused the issue or if all the screws had an issue. It was unknown if there was a surgical delay. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported. This report is for one (1) unknown matrix orthognathic plate. This is report 1 of 10 for (B)(4).